Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with three proglide devices were attempted in the left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 8fr. Reportedly, cuff misses occurred with the three proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 14fr and 16fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was unable to be confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the needle to cuff miss; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.